Manufacturer narrative:
This report is associated with argus case (B)(4), corega (powder). Corega (powder) is marketed as super poligrip powder in the us.

Event description:
White mouth [leukoplakia of mouth.] Expired drug used. Potential medication error. Thick, viscous drool expelled through the mouth. Case description: this case was reported by a consumer via call center representative and described the occurrence of leukoplakia of mouth in a female patient who received gsk denture adhesive (formulation unknown) (corega) cream (batch number (B)(4), expiry date september 2018) for denture wearer. Co-suspect products included gsk denture adhesive (formulation unknown) (corega) oral powder for an unknown indication. On an unknown date, the patient started corega and corega. On an unknown date, unknown after starting corega and corega, the patient experienced leukoplakia of mouth (serious criteria gsk medically significant), expired drug used, medication error and drooling. On an unknown date, the outcome of the leukoplakia of mouth and drooling were unknown and the outcome of the expired drug used and medication error were not reported. It was unknown if the reporter considered the leukoplakia of mouth, expired drug used, medication error and drooling to be related to corega and corega. Additional information: the reporter (consumer) contacted the call centre to know the expiry date of corega (formulation: cream). She said that she does not use it to much , only uses it when she goes out. Another tube she was using it was expired and she had used the product with expired date. She also used corega (formulation powder) but her mouth got white and with a white gosme. She suggested that the beak of the tube could be thinner to better control the exit of the product.